Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became contaminated. A rubicon¿ 35 was selected for use. Upon removing the device from the packaging coil, the device recoiled. The device was then straightened and was successfully used to complete the procedure. When removing the product off the back of the wire, it flicked the physician/nurse on the head due to the recoil. There were no patient complications reported or injuries to the physician/nurse.